Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users had experienced a complete loss of image of which the intended procedure was completed with a different cart. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the referenced device not powering-on when the power switch was activated. It was noted that one of the converter fuses was burnout. Discoloration and were observed on both fuses and electrical arc stain was found on the surface of the fuses contact plate and the converter fuses casing base contact plate which mostly likely attributed to the user's experience. The converter has been forwarded to the original equipment MFR (OEM) for further investigation. This report is being submitted as a medical device report in an abundance of caution.